Event description:
Reporter alleged the customer obtained the results of 86 mg/dl, 120 mg/dl and 150 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
During service at baxter, a technician reported that has a channel select on channel c phm (pumphead module) keypad is inoperative. The reported condition was identified during product evaluation. There was no documented patient injury or medical intervention necessary. The user interface module master software version is currently unknown for this device.no additional information is available.